Event description:
It was reported that the patient experienced bradycardia. A carotid wallstent monorail was selected for use in a 75% stenosed lesion located in the left carotid artery at the junction of the internal carotid (ic) and common carotid (cc). During the procedure, the stent was partially deployed when it was noted that the patient had bradycardia. The stent was immediately recaptured. The physician decided not to take any risk due to the situation and wanted to perform medical management. The bradycardia was treated with medicine. There were no further complications. The patient was safe, and the procedure was cancelled. It was noted that the physician assessed the relationship of the event to the device as unrelated.

Event description:
It was reported that the patient experienced bradycardia. A carotid wallstent monorail was selected for use in a 75% stenosed lesion located in the left carotid artery at the junction of the internal carotid (ic) and common carotid (cc). During the procedure, the stent was partially deployed when it was noted that the patient had bradycardia. The stent was immediately recaptured. The physician decided not to take any risk due to the situation and wanted to perform medical management. The bradycardia was treated with medicine. There were no further complications. The patient was safe, and the procedure was cancelled. It was noted that the physician assessed the relationship of the event to the device as unrelated.

Manufacturer narrative:
Device eval by manufacturer: the device was returned for analysis with a guidewire inserted. The guidewire was noted to be kinked. A visual and tactile examination identified no issues with the catheter or delivery system that could potentially have contributed to the event. The device was returned with the stent fully mounted in the correct location on the device.